Event description:
It was reported, the light source had b30 error code. The issue occurred during preparation for use there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined as the reported b30 error was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.